Event description:
Blood was observed to be leaking from the flexcath steerable sheath.

Manufacturer narrative:
The device was returned and was visually inspected and functionally tested. The reported issue was confirmed through testing. Dissection showed a leaking hemostatic valve.